Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 06/29/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that only half of the intraocular lens (iol) was received. There was not scratched observed. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. During manufacturing, at the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification for defects. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after inserting the intraocular lens (iol) into the eye, the doctor noticed a scratch in the center of the iol. The iol was cut and removed from the eye and another iol was selected. No additional information was provided to abbott medical optics.